Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an a fib ablation procedure with thermocool® smarttouch® sf catheter and smartablate generator. Patient suffered an esophageal fistula and died. Initially reported as the patient had an atrio-esophageal fistula several weeks after the procedure. No device available for analysis. On (B)(6) 2022, the patient was admitted to the hospital. This adverse event discovered post use. The physician¿s opinion on the cause of this adverse event has not yet been provided. Patient required extended hospitalization from (B)(6) 2022 until death. Force visualization features used were dashboard, vector, visitag. Visitag parameters for stability were 3mm, 3s, 25%, 3g. Additional filter was respiration adjustment. Color options were other tag index. Generator parameters included power control mode, temperature warning : 36°c, temperature cut-off : 40°c. No error messages were observed on biosense webster equipment during the procedure. Esophageal temperature probe was utilized to prevent esophageal injury. Catheter setting selected on the generator are noted as correct and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Carto® 3 system did not indicate to re-zero the catheter. Generator: make, model, serial number smartablate (B)(4). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.